Manufacturer narrative:
(B)(4). It was reported that the procedure was performed on (B)(6) 2014. The patient was kept in the hospital for 5 days due to severe pain. The patient was treated with IV antibiotics and no cultures were done. The patient had a cat scan that showed pelvic and subcutaneous collections suggestive of an abscess. The patient was re-operated on (B)(6) 2014 for exploration of subcutaneous collection. The patient was continuously drained from the site for three weeks and sent home with IV antibiotics.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy on an unknown date and an absorbable adhesion barrier was used. The patient experienced oozing from the incision line, a pelvic abscess and fever following insertion. The patient required readmission to the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.